Event description:
Customer alleges discrepant results with meter. Pt's target therapeutic range is 2.5-3.5. On (B)(6) 2010, pt had bloodshot eyes and skipped 2 days of coumadin dosing due to inr=5.9 result. Pt has been eating less of foods with vitamin k to try get inr result in range. Physician dosed pt according to lab result on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.